Event description:
A report was received that the patient gained weight and was complaining of irritation in the pocket site. Patient underwent an ipg replacement procedure and was reported to be doing well post operatively. A report was received that the patient had irritation in the pocket site. It was mentioned that the patient somehow gained weight. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.